Event description:
It was reported that during an implant procedure, the tined lead would not hold in place. The physician felt this was a malfunction and another lead was used in its place with success.

Manufacturer narrative:
(B)(4).